Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day after the implant, the physician wanted to confirm whether what rate histograms was showing was adaptive algorithm or ventricular sensed response. It was thought that the rates could be pacemaker mediated tachycardia. Reprogramming the device to a lower ventricular sensed response maximum rate was done. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. A computerized tomography (CT) scan showed an atrial lead perforation. The atrial lead was replaced with a new tined lead. Two days later, the patient felt unwell and was admitted to the hospital. A pericardial effusion was seen and pericardiocentesis was performed which was suspected to be from the right ventricular (rv) lead. No intervention was done on the rv lead at this time. No further patient complications have been reported as a result of this event.